Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: - the initial reporter country code is aus. The customer resides in australia. - the suspect medical device is a mentor siltex round mod. Plus profile gel breast prosthesis, catalog #324-5375, lot #6942056. It was initially reported that the suspect medical device was manufactured at mentor¿s texas USA facility. New information states that the device was manufactured at mentor¿s leiden, netherlands facility. - it was reported that it was the patient¿s right breast prosthesis that ruptured. Two serial numbers were provided: (B)(4) and (B)(4). However, it wasn¿t specified which serial number belongs to which device (left or right). - the implantation date for the suspect medical device is (B)(6) 2015. - the patient is scheduled to undergo explantation on (B)(6) 2020. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. No further reporting on this event is required. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unknown procedure with an unspecified mentor breast prosthesis that ruptured after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.